Event description:
No additional information.

Manufacturer narrative:
Investigation summary: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of leakage cannot be determined. The plant will continue to monitor this type of defect.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2026, the patient came to our hospital due to intermittent chest tightness and shortness of breath 1 month ago, with past history of atrial fibrillation and heart valve disease, the doctor prescribed 150ml of sodium chloride injection + ceftazidime injection 2g,bid.the nurse chose to puncture the patient with the cannula during the use of infusion for him, and after successful puncture, the infusion was done normally. About 50 minutes later, the family reacted that there was more water on the patient's bed sheet, the nurse immediately checked for him and found that there was a leakage at the connection of the cannula, so he immediately stopped the infusion and replaced the.